Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulties crossing the lesion were encountered. The physician was unable to cross the 90% stenotic lesion in the lad with a taxus express2 8.8% 3.0 x 24 mm drug eluting stent. The physician then predilated the lesion with an unk size balloon. He was successful in crossing the lesion and implanting a different taxus 3.0 x 24 mm stent. No patient injuries or complications were reported. The patient's status is reported to be good.